Manufacturer narrative:
The lesion was in the lad. Calcification was significant. The vessel was not tortuous. The stenosis was significant in the 90-95% range. The stent and delivery system were inspected before entry into the guide, with no issues noted. The lesion was pre-dilated. There was resistance at entry into the lesion. Prior to lesion entry there was no resistance. Additional dilatation was performed at the lesion site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a stopcock was returned attached to the device. A tactile test confirmed kinks were evident to hypotube and distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th, 14th and 15th distal stent wraps with struts raised. Misalignment of struts was evident to the 10th distal stent wrap. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to a kink on the distal shaft. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure and attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a lesion. It is indicated on a non compliant product replacement request form that stent deformation occurred trying to cross the lesion. There is no patient injury reported.